Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation; however, during inflation, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.